Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failed water leak. Based on the results of the investigation, it is likely the following led to the malfunction: due to bad ccd and moisture inside. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during reprocessing the camera was not functioning properly, it had bad image quality and was giving weird colors. There was no patient involvement.

Event description:
It was reported, that during reprocessing. The camera was not functioning properly, it had bad image quality and was giving weird colors. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.